Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer alleged to have purchased a contour next one meter in (B)(6) and found that the meter was reading in mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Additionally, the label scans were reviewed for the suspected contour next one meter, which showed that the meter was properly configured with the units of measurement as mmol/l.